Manufacturer narrative:
Bd received a sample and photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Fm appearing to be a strand of hair was visible around the outside of the needle hub outside the fluid path. An absolute root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a hair was found inside the cannula of a 1 ml bd syringe with safetyglide¿ needle, 25 g x 5/8 inch. This was observed before use and there was no report of injury or medical interventions.